Event description:
The customer called to report a blank display on the insulin pump. The customer also stated there were no audio tones coming from the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audible tone due to a broken transducer wire. No blank display was noted.